Manufacturer narrative:
Service received a call from the customer who said that their fluoro monitor would not function, and they are also having a issue with the collimator. When the field service engineer (fse) arrived at the site he noted the infimed computer was turned off, and when he turned it back on, the table monitor came up as normal. The fse could not reproduce any issue with the table or control room monitors. Fse did note the "check collimator" message on the generator console, which would by design prevent any fluoro /exposures. Fse replaced the collimator and verified proper operation of the system per service checklist (B)(4) and returned the unit to the customer for service.

Event description:
Customer reports the system fluoro failed during an unknown procedure with a collimator error. They were able to complete the procedure without fluoro. No reported injury.